Event description:
A PICC line was in for an extended period of time. It was placed in the patient on (B)(6) 2013 and needed to be exchanged for occlusion on (B)(6) 2014, while attempting to remove the PICC, the line was noted to have times where it was difficult to pull. However, with repositioning and warm compresses, it would move. After removing about 5 cm, however, the PICC line snapped and was not visualized from the insertion site necessitating surgical removal of the remaining line. Sample not available as required to be kept by facility per risk management.

Manufacturer narrative:
A review of the device history records showed that the product was manufactured according to specification and documented procedures. Catheters are 100 percent inspected at various states of the manufacturing process. A pressure test is performed on all catheters during manufacturing to ensure the catheters can withstand the pressures and forces when the IFU is followed. Per the risk basement document, the potential cause of failure is exceeding the tensile strength of the catheter during removal. The complaint sample was not available for evaluation and no samples from the complaint lot were available for analyses. Therefore, the exact root cause(s) of the complaint was not determined. Potential root causes of the complaint are rapid removal of the catheter and putting pressure on the insertion site prior to removal of the catheter (e.g. Remove catheter slowly.) If resistance is felt, stop removal. Apply warm compress and wait 20-30 minutes. The clinical education manual also contains instructions to use prior to removal of the catheter and if resistance to removal is encountered. For example prior to instructions, remove the dressing and grasp the catheter in 1 cm segments and slowly remove. Always grasp the catheter, not the hub, at the insertion site which allows identification of resistance early and may prevent stretching the catheter.